Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report received indicated that a cypher failed to cross the target lesion because its distal end got caught with the strut of a previously implanted taxus stent. The target lesion was a de novo mid left anterior descending coronary artery, highly calcified and moderately tortuous with 99% stenosis. During the procedure, the left man proximal left anterior descending and the left main left circumflex was treated first with two taxus stents. As the cypher was being delivered to the target lesion, the distal became caught with the strut of the previously implanted taxus stent. The procedure was successfully completed with the implantation a tsunami bar metal stent. There was no report of injury to the pt.